Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock. The sinus rate was in the ventricular tachycardia -(vt-1) zone and an episode was declared. Anti-tachycardia pacing (atp) was delivered and the rate stayed in the vt-1 zone. Then the rate increased to the vt zone, it is detected and atp was delivered. The third attempt a shock was delivered. Technical services (ts) discussed that the device operated as it was programmed. Ts explained that the first attempt ended initial detection even though no therapy was programmed. After, the device was operating in redetection, where detection enhancements are only available post shock. Ts discussed options to mitigate this issue from occurring. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.